Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "material sensitivity reactions." Number 20 states, "persistent pain." (B)(4).

Event description:
It was reported that the patient underwent an initial right knee arthroplasty on (B)(6) 2014. Patient alleges experiencing hyper-extension which is causing pain, swelling, and instability. Post-operative monitoring and follow up noted greater trochanteric bursitis, back pain, and abnormal gait on (B)(6) 2014 and knee joint effusion, pain, abnormal gait, and swelling on (B)(6) 2014. The patient underwent a cortisone injection on (B)(6) 2014.